Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the perforator did not work well and he could not open the burr hole. The procedure was completed with a replacement product. No patient injury and no surgical delay reported.

Manufacturer narrative:
Perforator was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye: the unit was soiled from surgery. No other anomalies were observed. Instructions for use testing was performed with no observed anomalies once the inner and outer drills were freed from being fused, using light pressure. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis.

Event description:
N/a.